Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while introducing the ruby coil to the lantern, the pusher assembly became kinked. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 53.5 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil confirmed a pusher assembly kink. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink may occur. Further evaluation revealed that the ruby coil was returned without its introducer sheath and offset coil winds on the embolization coil. During functional testing, the ruby coil was re-sheathed with a demonstration introducer sheath. Subsequently, the ruby coil was advanced through the introducer sheath and a demonstration lantern without an issue. The offset coil winds on the embolization coil may be incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.